Manufacturer narrative:
D10 concomitant products: egia45avm egia 45 artic vasc med sulu (lot#:p4h1174), egia45amt egia 45 artic med thick sulu (lot#:p4h1227), egia45avm egia 45 artic vasc med sulu (lot#:p4h1174), egia45avm egia 45 artic vasc med sulu (lot#:p4h1174), egia45amt egia 45 artic med thick sulu (lot#:p4h1227), egia45amt egia 45 artic med thick sulu (lot#:p4h1227) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, after firing the 7 reloads with a manual handle, the patient had staple line bleeding.

Manufacturer narrative:
Correction: d3, additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted a tissue cavity with a visible staple line, sutures applied to tissue, and blood present along the staple line. In the video, a hole in the tissue cavity was observed, and grasping instruments were seen holding a needle attached to a suture, which was inserted into tissue. However, due to poor video quality, the staples could not be properly examined. The images showed similar findings, including gauze within the tissue cavity and a monitor displaying the tissue cavity and staple line. Notably, the listed reload was not visible in either the video or the images. It was reported that the patient had staple line bleeding. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtron ic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.